Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the schoelly light cord and laparoscope caused a burn through the drape and to the patient. The scholley camera was used for initial entry, was placed in the plastic sterile pocket. An hour into the procedure a burning smell was identified. The light source, or laser had burned through the sterile drapes and burned the patient's skin. A 3cm burn to the patient's left anterior thigh was noted. The procedure was completed robotically with no noted complications or issues intraoperatively. The patient received wound care by the surgeon in the clinic which included a wound debridement. No infection was present, the burn site is expected to heal.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Manufacturer narrative:
Additional information: the complication was described as being a 3rd degree burn that was 1.5" in size and black in color. The patient was discharged the same day and was followed by the surgeon as an outpatient. The burn was currently healing and was without any signs or symptoms of infection.

Event description:
Refer to h11 for follow-up information.